Event description:
It was reported that a leak occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During the procedure, it was noted that the hemostasis valve could not be tightened and a leak to the valve was observed. Procedure was successfully completed. No patient complications were reported.

Manufacturer narrative:
Product investigation completed. Returned product consisted of a watchman access system with a dilator. The dilator was in the shape of the was curve, and the devices were bloody. The valve was soaked in warm water to remove excess blood on cap/valve. Analysis of the returned dilator, hub/valve, sheath and tip were microscopically and visually inspected. Inspection revealed slight cross threading on the most proximal thread. There was no other damage or defect with the device.

Event description:
It was reported that a leak occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During the procedure, it was noted that the hemostasis valve could not be tightened and a leak to the valve was observed. Procedure was successfully completed. No patient complications were reported. It was further reported this occurred during preparation.